Event description:
Spontaneous communication from patient who reported curlin pump error cede "pump set not installed" that occurred on (B)(6) 2024. Only a partial amount of the infusion was able to be completed, 10gm/100ml out of the total 90gm/900ml. Remaining 80gm is still in manufacture vials in patient fridge. Patient reported experiencing no adverse events due to pump malfunction. Patient confirmed faulty pump is in her possession and able to be returned. Provider is not aware. Patient stated home healthcare nurse has already set up to come back this saturday (B)(6) 2024 to complete the remaining infusion. Pump is being replaced. No further information to provide at this time. Pump serial number is (B)(6) and maintenance due date is 07/2025. No adverse event(s) reported due to product issue. Troubling shooting was not completed. Pump is available for return. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.